Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the design intent for the soft tissue retractor is to keep all components as low a profile as possible. On the soft tissue retractor evaluated, the tightening nut followed this philosophy with a (B)(4) tightening point and internal (B)(4). The tip of the nut has a generous chamfer to minimize the transition to the paddle. This generated a very thin section that interfaced with sleeve to clamp down on the paddle shaft. Between the thin section and the amount of force that a (B)(4) can generate, the tip of the nut cracked and split into several pieces. The wall between the (B)(4) tightening point and major diameter of the (B)(4) leaves a wall thickness of (B)(4). The thread is bottom tapped (no clearance at the bottom of the thread) which caused the nut to shear in torsion at this point as well. The material that was chosen for the nut ((B)(4)) also contributed to these failures. There was a design change in 2008 that shortened the length of the chamfer at the nut tip which resulted in a wall thickness increase. This should significantly decrease the probability of the tip splitting and cracking, but nothing was addressed for the nut torsion shear. (B)(4). A CAPA risk assessment was completed for the identified non-conformance. Based on the results of this risk assessment a CAPA will not be initiated. It is concluded that this complaint is valid. The manufacturing evaluation showed that the nut of the retractor is broken at two places. The fracture face is homogenous which indicates material conformity. The relevant dimensions of the nut were checked and found within the specification. No manufacturing related fault could be detected.

Event description:
It was reported that a patient who had a casting returned to operating room for a non-union of the humerus which was scheduled. During the procedure, while surgeon was tightening the soft tissue retractor on, the tip broke off, this occurred while at the back table. Instrument was not near the patient. Surgeon selected another instrument to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for (B)(4).